Manufacturer narrative:
The returned meter lamc262s09861 was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter and no issues were observed. The indicator lights did not flash. The meter did not power on with button depression, cal bar and strip insertion. Meter communication was attempted to be initiated using usb cable plugged to the meter usb port and a computer usb port and connected to approved software. Meter display was not on and communication was not successful. Meter was de-cased and internal visual inspection was performed, no issues observed. Visual inspection was performed on the returned meter and the meter pcba (printed circuit board assembly) using a microscope. There was no signs of damage or corrosion that was observed. Dhrs (device history review) for the freestyle neo meter was reviewed and the dhrs showed the freestyle neo meter passed all tests prior to release. The cpu (central processing unit) from the returned meter was defective. Therefore, the meter log was unable to be obtained as were the usage log is stored. An extended investigation has been performed on the meter¿s subassembly. The meter¿s battery was measured and all results were within specification. Frequency of the meter crystal was measured and all results were within specification. The solder joints were re-heated on the returned cpu for better connection between central processing unit (cpu) and printed circuit board(pcb) however, the customer¿s issue persisted. A mix-match testing was performed, and a known good cpu (central processing unit) was placed on the returned pcba (printed circuit board assembly). The returned meter was powered on and was able to function as intended. When the returned cpu (central processing unit) was placed on a known good pcba (printed circuit board assembly), the known good pcba did not power on. Therefore, the cause of the reported power related issue is due to a faulty cpu (central processing unit). The issue is therefore confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.